Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(damage on display). P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked lcd screen glass, scratched case, minor scratched display window, and faded serial number label. Blank display noted after battery installation. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. In summary, customer allegation for cosmetic damage(damage on display) was confirmed during visual inspection where minor scratched display window and cracked lcd screen glass was noted. Blank display noted after battery installation due to cracked glass at lcd screen. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump display was damaged. No harm was required during medical intervention. The insulin pump will be returned for analysis.